Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pca extension set with lr infusing and a morphine infusion via pca pump leaked at the tubing and piv connection site. The tubing was replaced and there were no further issues. There was no patient harm as a result of the leak.

Manufacturer narrative:
The customer¿s report that the extension set was leaking was confirmed. Visual inspection showed a hair-line crack in the female luer adaptor. Functional testing confirmed leaking from the observed hair-line crack. The cause of the leak was a crack in the female luer adaptor. The root cause of the crack is unknown.